Event description:
"Patient submitted to laparoscopic adjustable gastric band procedure. After loss of 12kg started to regain weight. Due to the rupture to the catheter connecting the band to the port. Impossible to adjust the band".